Manufacturer narrative:
(B)(4). Firing trigger switch actuator post. The analysis found that one pce60a device was returned for analysis with an ecr60m unfired. Please noted if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator lose which would lead the device would not fired. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Mesentery. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? 1st. What color cartridge was being used? Gray. What other color cartridges were used before and after this event? Gray. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The rep stated that she looked at the device after it was removed from the tissue and the anvil release button was jammed.

Event description:
It was reported that during a colon resection procedure the device fired fine on the first firing with a gray cartridge, but the scrub tech commented that the device was difficult to open. The device was reloaded with another gray cartridge for the second firing and the device would not fire. The surgeon tried to use anvil release button, but the button would not work, like the anvil release button was jammed. The device had to be cut off the tissue. A tlc75 and ligasure was used to complete the case with no patient consequence.